Event description:
While making a burr hole for a craniotomy, the disposable perforator failed and lodged in place. It was necessary to cut around it in order to extricate it. Another burr hole had to be made alongside the first one for the surgery. The dura was not damaged but a small sub-dural hematoma was noted when dura opened.